Event description:
It is reported that during surgery in 2008, the surgeon noticed a scratch and white powder on the articular surface implant prior to inserting the device on the tibial plate implant. He requested a new articular surface opened and implanted.

Manufacturer narrative:
Cause cannot be definitively determined. Slight burnishing marks were observed along the surface and backside of the device. It could not be determined if these scratches originated from manufacturing of the device or possible insertion attempt. The edges of the burnishing marks could not be felt and the white powder reported from possible scratch debris was not observed during evaluation. The device meets inspection specification in its returned condition and is considered acceptable. The manufacturing records were reviewed and found to be conforming. The remaining lot was fully distributed without any further reports.